Event description:
It was reported that the handle operating lateral movement was missing. No patient injuries reported by this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. It was reported to the rep that the customer found the fallen off handle and reattached it by using a screw driver. The system was then tested and found to be working as intended and put back into service.